Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
The sensor was inserted into the thigh on (B)(6) 2016. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly (patient entered fs values while the "???" Symbol was showing). No additional event or patient information is available. Labeling indicates: remove your sensor and insert a new sensor.